Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d334trg crt-d, implanted on (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high thresholds. The lead was capped but not replaced as the patient refused lead revision and underwent a system downgrade. No patient complications have been reported as a result of this event.